Event description:
The impella cp pump was placed in an 83-year-old male with a past medical history of hypertension, hyperlipidemia, and shortness of breath. The patient was found to have severe left main coronary artery disease and a chronic total occlusion of the circumflex artery. The left ventricular ejection fraction was reported to be 25 to 30 percent, and the patient had elevated serum creatinine levels. Therefore, the clinical team proceeded with an impella protected percutaneous coronary intervention. The left main percutaneous coronary intervention was completed, and an attempt was made to treat the chronic total occlusion. During the procedure, the patient developed signs and symptoms of myocardial ischemia, including diaphoresis, chest pain, and hypotension. The impella device was repositioned, after which the patient¿s blood pressure improved. The attempt to treat the chronic total occlusion was aborted due to the patient¿s hypotension and chest discomfort. The reported complaint consists of an episode of hypotension and ischemia requiring device repositioning and a resulting delay or inability to complete the intended treatment due to the aborted chronic total occlusion component of the procedure. During impella cp support, the patient experienced a peri-procedural adverse event. Clinical stated cto intervention was unsuccessful and concluded after patient began to experience symptoms, but impella position was optimized to get max flows on auto and patient's bp recovered within minutes. This is considered a non-reportable event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary ppae(hypotension/ischemia): the root cause of the injury was not determined due to insufficient clinical details.